Event description:
The customer reported that during a laparoscopic lower anterior resection, a piece of the active waveguide disengaged and fell into the patient cavity. A red warning light was visibly noticed by the staff two items before the disengagement occurred. The broken piece was retrieved from the patient's cavity and there was no patient injury reported.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.